Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred during therapy initiated on (B)(6) 2012 23:22:32. During night drain cycle six, the patient's ultrafiltration reading was 925ml, indicating the home patient (hp) drained 925ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause of the issue was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.